Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is rec'd from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but the handle of the device broke and the capsule would not detach from the delivery system. The delivery system was removed from the pt causing tearing of the esophagus. It was noted that the pt is doing ok. No further complications have been reported.